Event description:
During use on a patient by the physician, the centinel spine stalif awl instrument broke into two pieces. The pieces were retrieved by the physician. There is no known harm to the patient at this time.